Manufacturer narrative:
The field service engineer replaced the measuring cell. The issue was solved by the service action.

Event description:
The initial reporter received questionable elecsys cyfra 21-1 and elecsys ige immunoassay results for two patients tested with a cobas e411 immunoassay analyzer. Patient 1: the initial cyfra 21-1 result was 1.6 ng/ml. This result was reported outside of the laboratory and questioned by the patient. The repeated result was 7.85 ng/ml. The second repeated result was 7.86 ng/ml. Patient 2: the initial ige result was 415.8 iu/ml. The repeated result was 245.2 iu/ml. The second repeated result was 420.8 iu/ml. It is unclear if the questionable result was reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.